Manufacturer narrative:
An event regarding dislocation involving a trident liner and metal head was reported. Malposition of the tident shell was confirmed following a review by a clinical consultant. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a review by a clinical consultant noted: total hip components require positioning for optimal rom. Normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon approach to the hip and surgeon preference. The stem should have an anteversion around 15°, again depending upon surgical approach and stem design. - in this case, the cup has a normal inclination of around 45° but there is a close to zero anteversion where the normal range should be within 15° - 25° of anteversion as evident by the almost straight line projection of the cup opening circle on the ap view. The near absent anteversion makes the system vulnerable to impingement between the neck of the stem and the acetabular bone or the cup rim during a multitude of hip movements effectively representing device-bone or device-device impingement. Device history review: a device history review confirmed devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other similar events were reported for the lot indicated. Conclusions: a review by a clinical consultant concluded: near absent cup anteversion has contributed to an overload condition in the arthroplasty at first leading to instability requiring the first revision in 2014 with femoral head exchange. The underlying problem was however not solved and thus the overload condition was allowed to persist with further fatigue accumulation until stem neck fracture in 2016 requiring another revision. The presence of heterotopic ossifications in the joint increasing the stiffness of the hip capsule plus the use of a skirted femoral head in 2014 may have accelerated the fatigue accumulation due to the inherent device property of a reduced range of motion compared to standard heads. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened. Not returned.

Event description:
Customer reported via sales rep that revision surgery performed in (B)(6) 2014 was needed due to dislocation of the hip. As per the customer, larger head was needed in order to replace the head implanted during primary surgery